Event description:
It was reported that during an ablation procedure, the first application series was applied and the tip temperature reached 62 degrees celsius. During the second application, the current power of the generator was decreased, however the tip temperature suddenly reached 70 degrees celsius. A steam pop was noticed and the generator stopped the application. A new catheter was used and the procedure was finished successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the catheter was returned and analyzed. Analysis was performed and no anomalies were found. Analysis of the ep (electrophysiology) catheter indicated mechanical damage and a visual finding of blood. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.